Manufacturer narrative:
The explanted bearing was returned for evaluation. The exact reason for the luxation of the bearing remains unclear; there is increased polyethylene wear towards the anterior edge along with a defined wear patch on the inferior lateral surface of the bearing, which may indicate that the part has been able to rotate in the patient. The scores on the posterior edge of the bearing are a further indication that the bearing had likely rotated at the point of revision surgery; however, this cannot be confirmed without radiographs or further surgical information.

Event description:
It was reported that patient underwent a knee replacement on (B)(6) 2012. Subsequently, a revision procedure was performed on (B)(6) 2014 due to bearing luxation. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.